Event description:
A bipap a30, silver series device was returned to a third-party service center for remediation. There was no injury or harm reported. The device was not reported to be in patient use. During the evaluation of the device, at a third-party service center the device was visually inspected and found no evidence of foam degradation. The customer complaint was not confirmed. Additionally, a critical error code e-47 and e-96 was noted to have occurred indicating the central processing unit cannot communicate with the pressure sensor using spi bus. Replacement of the device's system board was required to address the issue. The device passed all final testing. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.